Manufacturer narrative:
The device was discarded by user facility therefore unable to be returned and evaluated. A review of the manufacturing documents was unable to be completed as the manufacturing documents are held by the manufacture anchor. The manufacture was notified of this incident and MDR# 1416891-2017-00005 was submitted for this event. A historical review of complaint data revealed a total of 3 similar complaints for this device in the past 2 years. In that same timeframe, (B)(4) units have been sold worldwide, making the occurrence of this failure 0.008 percent. The instructions for use advise the user of the following. - the use of morcellators within the anchor tissue retrieval system has not been established. - care should be taken when using sharp and electro-surgical devices. - if required, enlarge the port site to aid removal of the tissue retrieval bag. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of the user facility that during a supracervical hysterectomy the tissue retrieval system bag broke while a manually morcellated specimen was being removed through an access port in cannula that was dislodged. The procedure was completed with a surgical delay of 2 minutes. There was no patient injury reported. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.